Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 304622 lot 190815 to investigate for this record. Visual examination of the returned sample shows a broken hub at the level of the presfit. As a result, bd was able to verify the reported issue. Based on available information and since no evidence of issues or abnormalities were identified in the batch history review, a root cause related to the needle manufacturing process is not possible to determine.

Event description:
It was reported that bd microlance¿ 3 needle tip broke. This was discovered during use. The following information was provided by the initial reporter: section of the pink tip of the trocar when connecting to a 5% glucose bag.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ 3 needle tip broke. This was discovered during use. The following information was provided by the initial reporter: section of the pink tip of the trocar when connecting to a 5% glucose bag.